Manufacturer narrative:
This device used for treatment and not diagnosis. Operator of the device is unknown at this time. A review of the DHR indicates the vendor data for d4 dia 12 +.036/-0 is oversize on 4 parts ranging from 12.18 to 12.20. All other records indicate the product was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
The sales consultant visited the hospital and discovered two items from a femoral nail set that were stuck or jammed together. The spiral blade inserter and aiming arm for retrograde spiral blade locking were left together. There was no written report or mention of the issue or if it was related to a procedure, but he believes it occurred overnight from (B)(6) 2013. This report is on the aiming arm. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. All features checked pass. It cannot be determined why the mating part is stuck. There are nicks, dents and burrs on the spiral blade inserter grooves on the portion of the grooves which have not yet advanced through the aiming arm. This indicates the spiral blade inserter was damaged prior to attempting to insert it into the aiming arm.

Manufacturer narrative:
The product development event evaluation report stated: the returned samples of the inserter and aiming arm bind excessively when assembled and will ultimately jam completely when forced. The helical detail of the inserter shows evidence of chatter marks as a result of the binding/sticking/galling of these devices. (B)(4) for component 03.010.051.1.1 was initiated to improve the functional interface between these devices and was initiated in the aiming arms manufactured on or after 8/2008. The 03.010.051 aiming arm was manufactured prior to the implementation of the (B)(4) changes to the device. Review of (B)(4) addresses instrument strength and the specific hazard of "breakage/bending of the instrument" and the cause of hazard as "product wear/lifetime too short, misuse" and possible harm as "significant prolongation of surgery and/or use of an alternative product" with a (moderate) severity of harm "3" and (unlikely) probability of occurrence "2". Changes were made to the aiming arm in august 2008 via (B)(4). These changes improved the overall engagement of the 03.010.084 and 03.010.051 when used together. However, since the returned aiming arm was manufactured prior to the dco changes, this complaint is valid from a design perspective.